Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10l. In the event reported, it was stated that there was no video image. The anomaly was detected in the procedure room before use and there was no adverse event reported with this complaint. The device was returned to pentax medical service facility on service order (B)(4) where it's was inspected, and the user narrative was confirmed. Inspection findings are as follows: image blackout; control body grip scratched; bending rubber severe discoloration; up angulation decreased; up/ down angulation knob play; failed dry leak test; water nozzle glue missing; umbilical cable non-pentax material; umbilical cable buckle at umbilical connector side; failed wet leak test. Right angulation decreased; hole in # 1 remote control button cover; equipment serviced by non-pentax facility; umbilical cable single has severe scratch; pve connector housing scratched; customer complaint confirmed; left angulation decreased; right /left angulation knob play; down angulation decreased; air nozzle glue missing; leak at # 1 remote control button cover. The device is in the process of being repaired where all defects will be corrected and will be returned to the user upon completion. Parts to be replaced: o-rings and seals; distal end assy with tubes; distal attaching plate; distal attaching screw; segment attaching screw; bending rubber; rl pulley assy; ud pulley assy; adjusting collar; angle wire; light guide cable; suction channel lg; air/ water supply tube lg; jet supply tube lg; remote control button (1); ccd-m w/drive pcb pb-free; a review of the service history indicates the device was not routinely serviced at a pentax facility. On 22-sep-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 20-mar-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.